Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hartman procedure, on the rectum, the device did not fire. They were not able to perform full, complete squeezes of the handle. The handle did not return to the open position following the first full squeeze. The handle remained in the closed position following the second complete squeeze. They fired the instrument and that worked fine, then reload the stapler with a new reload, when they closed the instrument this time the handle did not pull back again so they could not do the second squeeze or firing. They changed the reload and tried again, but the same result, the handle did not pulled back after the first closer, so the instrument could not be fired again. They solved the situation by using a new instrument. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with a single use loading unit (sulu). The single use loading unit had a fully complement of staples. Microscopic evaluation of the single use loading unit noted damage to the single use loading unit cartridge and damage on the anvil opposite the damage on the single use loading unit. Indicating the instrument was applied over an obstruction. Functionally; the instrument and the single use loading unit were applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. Review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when the device is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.